Manufacturer narrative:
(B)(4). The complainant indicated that the device has been serviced on site and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an auriga xl 4007 laser console was attempted to be used in a procedure performed on (B)(6) 2022. Prior to the procedure, the auriga xl 4007 laser console alerted an error message of "fiber identification failed" before any laser fiber was connected to the console. The procedure was unable to be completed due to this event. There were no patient complications reported as a result of this event but it was unknown if the patient had been sedated when the procedure was cancelled.

Manufacturer narrative:
Investigation summary: with the available information bsc concluded based on analysis results, that the as reported error 171 that led to the procedure being cancelled were confirmed. The errors were likely due to a fault with the fiber ID microswitch assembly. After replacing the component, the console passed full functional electrical safety testing. A review of the console service history confirmed that the console was fully functional without issues since last serviced. Per the reported information there was no direct patient complications associated with the error codes. There is no information to reasonably suggest that the reported error codes could potentially cause or contribute to patient harm if these were to occur again. Device history review: a service history review was completed. This laser console was installed on 22 february 2018. The system was last serviced on 02 december 2021. The laser console was fully functional without any issues. Device technical analysis: the console was serviced by a field service engineer (fse) onsite. The fse the fiber ID assembly, focus lens and flashlamp. The console was aligned and calibrated. The console passed all functional and electrical safety testing. The fiber ID assembly was returned for analysis to our post market quality assurance laboratory. Visual inspection identified the switch had broken off from the fiber ID assembly. Investigation conclusion: based on analysis results an evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that prior to the procedure, the auriga xl console alerted error message system error 1014 flashlamp life time exceeded, and system error 1103 fiber identification failed appeared before any laser fiber was connected to the console. The procedure was unable to be completed due to this event. There were no patient complications reported as a result of this event. This event is being reported due to the canceled procedure.